Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number:(B)(4). The patient was revised because of poor cup positioning. Doi: 2004 dor: (B)(6) 2009 (right side). Update 09/28/2011 - litigation papers allege patient had left hip explanted on (B)(6) 2009. Doi: (B)(6) 2009. Update 11/26/2012 - medical records were received. Doi was corrected in patient/surgery information of complaint. There is no new information that would change the existing MDR decision. Pfs and sticker sheets are available on external hard drive if needed for further review. Doi: (B)(6) 2009. Update ad 21 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant sticker sheet. In addition to what were previously alleged, ppf alleges stroke and heart attack after the first revision. Updated manufacturing date, UDI and patient harm. Doi: (B)(6) 2009; dor: (B)(6) 2009; left hip (second revision). (B)(4) - 1st revision (left). (B)(4) - 3rd not revised (left). (B)(4) - 1st revision (right). (B)(4) - 2nd not revised (right).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.